Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor cannula was missing. Customer mentioned that fractured while in the body and sensor cannula was not intact. Customer also states that sensor cannula was no longer in the body. Customer also had blood at site and experienced high blood glucose of 290mg/dl, 350mg/dl and declined troubleshoot for high blood glucose and no delivery. Customer had alarmed for lost sensor. Product will not be return for analysis.